Event description:
The surgeon reported surface opacification of the intraocular lens at 3 months post-operative. The visual acuity of the pt was 20/20. The surgeon performed a lens replacement procedure.